Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone and recommended replacing the keyboard. Covidien was not authorized to evaluate the device.